Event description:
It was reported that a vns pt's generator had moved medially towards the anterior axila line and was extruding through the skin. The surgeon indicated surgery is likely to reposition the device. Good faith attempts to obtain additional info have been unsuccessful to date.